Manufacturer narrative:
The product has been identified as a potential affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
A complainant alleged unit got really hot and burned the doctors thumb.